Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of spondylosis at l4-l5, with radicular pain and low back pain, secondary to degenerative joint disease and stenosis and underwent following procedure l4-l5 decompression and fusion, tlif technique, with instrumentation, peek cage, autograft, allograft, and bmp. Per op notes, the peek cage was filled with bmp . After that was placed, the surgeon made sure they had meticulous hemostasis. Then the rods were dropped , connected the cross , put the set screws down on top of the rods and tightened them down at 5. Patient alleges unspecified injury due to the use of rhbmp-2